Event description:
It was reported 349 days after a coronary artery drug eluting stenting treatment procedure, the pt underwent a target vessel re-intervention procedure. The pt was admitted for cardiac catheterization to evaluate symptoms of squeezing retrosternal chest pain. Target lesion 1 was located in the mid right coronary artery (rca) with 90% stenosis and was 20mm long with a reference vessel diamter of 3.5mm. Target lesion 1 was treated with predilatation and placement of a 3.50x24mm taxus stent. The results were 0% residual stenosis. The pt was discharged the following day on aspirin and plavix therapy. The pt presented to the enrolling facility 347 days after the index procedure with unstable angina. Two days later, a coronary angiogram revealed diffuse in-stent restenosis of the mid rca. The stenosis was treated the same day by placement of a 3.50x20mm taxus stent deployed in the mid rca. Post angioplasty and stenting, the rca was widely patent. The pt was discharged the following day. The relationship of this event to the taxus stent, per the investigator is "probable."

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore no analysis could be performed. The mfg records for top assembly batch 7165043 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.